Manufacturer narrative:
The device was received on 5/7/2019.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The date of the event is unknown. The event involved a bifurcated transpac® it monitoring kit w/03 ml flush device, adaptor rotating male/female and macrodrip®. It was reported that the pressure head indicated erroneous blood pressure values during induction of anesthesia, resulting in inadequate administration of an unspecified vasoactive drug. The pressure circuit was completely replaced quickly, which solved the problem, but when extra-corporeal circulation was released, the problem was again reproduced during a critical moment of the intervention. The situation then normalized. There were no consequences reported. This report is for the second device used.

Manufacturer narrative:
One used partial set 011-46106-13 bifurcated transpac it monitoring kit and one new and unopened 011-46106-13 bifurcated transpac it monitoring kit were received for evaluation. The reported complaint of inaccurate readings could not be confirmed on the two returned monitoring kits. Both were pressure leak tested and no occlusions or leaks were observed. Further, the transducers were electrically tested and were found to meet product specifications. A DHR lot# 3704820 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.